Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event. The patient code appropriate term / code not available captures the reportable event of surgery.

Event description:
This pacemaker showed four and a half years remaining to explant which is likely due to high rate atrial sensing since implant. Moreover, an engineering analysis was performed in which the device showed high atrial sensing that could cause an increase in power consumption. Also, the device minuted ventilation (mv) and signal artifact monitoring (sam) were enabled that can consume additional power. Additional information was received in which it indicated that device reprogramming was done. To date, the device remains in service. No adverse patient effects were reported.